Event description:
A report was received from the registry indicating a female patient had a 2.75 x 33mm and a 3.0 x 18 cypher stent implanted in the proximal to mid left anterior descending artery. The stents were overlapping. The target lesion was a bifurcated, moderately calcified type c lesion. The main indication for the intervention was acute myocardial infarction. During the procedure, there was side branch occlusion. Post-procedure, the patient had elevated enzymes.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01606. A report was received indicating two cypher stents were associated with side-branch occlusion and elevated cardiac enzymes. The event involved a female with a history of obesity, hypertension, hyperlipidemia, diabetes and cerebral vascular disease. The indication for admission to hospital was an acute anterior wall myocardial infarction. This patient's history places her at increased risk of mace. A coronary angiogram revealed a 51 mm, de novo, irregular, non-angulated, moderately calcified, type c lesion producing a 90% occlusion of the proximal to mid left anterior descending artery. The lesion was at an area of bifurcation. According to the IFU, cypher select plus is indicated for use in discrete lesions equal to or less than 30mm in length. The lesion was pre-dilated followed by implantation of a 2.75 x 33mm and 3.00 x 18mm cypher select plus stent without post-dilation. There were no pre-procedural medications given. Intra-procedural medications were asa, plavix, heparin and low molecular weight heparin. Gpiib/iiia inhibitors were not given and act values were not measured. Post-procedural medications were asa and plavix. It was reported that during the intervention a side branch occlusion occurred during stent implantation. No other information was given regarding this event or its treatment. Pre-procedural cardiac enzymes were elevated and continued to increase following the event. The cypher stents remain implanted in the patient and thus not available for evaluation. A device history records review was conducted for the involved cypher stents and found the products met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the events; however, there are patient and lesion factors that may have contributed to it.